Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the device sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "the pediatric ward confirmed that the nebumist is not steaming." Alleged defect reported as detected prior to patient use during inspection/ functional testing. No report of patient injury or consequence.